Event description:
Extension set that was in a PICC placement specialty kit from medline that upon removal from kit, and flushed to apply to PICC line was found to leak where tubing connect to collar on female luer end. Item was not placed on patient. FDA safety report ID# (B)(4).